Manufacturer narrative:
Device could not be located by field service technician.

Event description:
It was reported that the bed alarm is not going off and there was a patient fall. The device was unable to be located by the field service technician and the staff was unaware of any adverse events.